Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels as high as 900 mg/dl with ketones. Reportedly, the cause of the high bg was unknown. The customer would address impacted bg levels with a correction bolus via the pump.